Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6). Batch: 7070634.

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming. The patient underwent a spinal cord stimulator (scs) procedure wherein all devices were explanted. The explanted devices were not returned.